Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of pain is listed in the absolute pro vascular self-expanding stent system instructions for use as a potential adverse effect (e.g., complication) that may be associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional absolute pro vascular device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2023, the procedure was performed to treat lesions in both legs with a 7.0x60mm and 7.0x20mm absolute pro vascular self expanding stents system (sess) that were implanted successfully. On (B)(6) 2023, the patient experienced severe leg pain. No additional information was provided.